Manufacturer narrative:
A root cause could not be determined. Interference testing was performed, and no macro-tsh interference was identified in the three patient samples. The samples were sent to another laboratory and tested with a siemens centaur analyzer. Sample 1 could not be analyzed due to lack of sample volume. The elevated tsh results were verified on samples 2 and 3. No issues with the elecsys tsh reagent were identified.

Event description:
The customer alleged they received questionable thyrotropin (tsh) results for one patient on their e602 analyzer. The patient's samples were run in sample cups. The patient was given a thyroid-releasing hormone (trh) stimulating test and the patient's tsh results were unbelievably high compared to the free thyroxine and free triiodothyronine results. The patient's results came from three separate blood draws. At minute zero of the test, the patient's tsh result was 105 uu/ml. At minute 20 of the test, the patient's tsh result was 341.5 uu/ml. At minute 60 of the test, the patient's tsh result was 251 uu/ml. The patient's results were reported outside the laboratory. The patient was not adversely affected by this event. The tsh reagent lot number was 171226 and the expiration date was not provided. The patient's samples were returned for investigation. The samples were investigated for interference to the fab2 fragment. No interference was identified in this investigation. The customer's results were reproduced.

Manufacturer narrative:
This event occurred in (B)(6).